Manufacturer narrative:
B5 --product returned for investigation . External visual inspection: pass transmitter voltage test: pass (0.21 vdc) nordic bluetooth pairing test/download: pass. G7 --follow up 001. H6 --10 testing of actual/alleged device.

Event description:
Product returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed at 0.21 vdc.. A nordic bluetooth pairing test/download was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the transmitter and display device were unable to restore the connection. No injury or medical intervention was reported.